Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited a lead safety switch (lss) which changed the lead configuration to a unipolar sensing. Autocapture also was placed in retry. All lead impedances were greater than 2500 ohms, and the sensing dropped. Additionally there was complete loss of capture (loc) at maximum outputs. A chest x-ray was taken and the physician believes there might be a connection issue causing these issues. A revision procedure was scheduled, at which time the physician chose to do a venogram to asses the left subclavian vein. After which the physician decided with the patients age and health a revision would not be performed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.